Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00753.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14fr sheath is 5.5 and 16 fr sheath is 6 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate a definitive cause could not be determined. However, in addition to the mechanisms described above, device manipulation (changing sheaths) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr for aortic positon, a hematoma was observed post valve deployment and an ¿access vessel injury¿ occurred. Prior to tavr, the patient underwent a balloon valvuloplasty and was supported by percutaneous cardiopulmonary support (pcps). A non-edwards valve was used, but it was unsuccessful after two attempts to implant. A 26mm sapien 3 valve and delivery system were used. Since the condition of the access vessel was ¿bad¿, a 16fr esheath was used instead of a 14fr esheath. A 26mm sapien 3 valve was expanded with -4ml contrast than nominal volume. Due to insufficient inflation, post-dilations were performed twice with -3ml contrast. An echo showed a possible hematoma at the annulus in 9-12 o¿clock direction. J-vac drain was placed by mini-thoracotomy. As the patient was still hemodynamically unstable, it decided to continue the pcps support. Upon withdrawal of the esheath, the vessel was found to be injured. It was surgically repaired and the procedure was completed.